Manufacturer narrative:
Device evaluated by manufacturer; a kink was observed in the sheath assembly from the femoral marker to the distal end. The imaging window was twisted. The middle section of the tip assembly was detached. The tip section returned with the device had signs of stretching in the detachment section. The imaging window was twisted. The middle section of the tip assembly was detached. The tip section returned with the device had signs of stretching in the detachment section. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that sheath detachment occurred. The target lesion was located in the left anterior descending artery (lad). An opticross 6 hd imaging catheter was selected for use and prepped in a sterile appropriate manner. During the percutaneous coronary intervention, the device was advanced into the guide catheter and over the guidewire. Before it reaches the lad, catheter shaft broken inside the guide catheter. The ivus catheter and all the broken parts were removed from the patient's body. The procedure was completed with a different device. There were no patient complications nor injuries were reported.

Event description:
It was reported that sheath detachment occurred. The target lesion was located in the left anterior descending artery (lad). An opticross 6 hd imaging catheter was selected for use and prepped in a sterile appropriate manner. During the percutaneous coronary intervention, the device was advanced into the guide catheter and over the guidewire. Before it reaches the lad, catheter shaft broken inside the guide catheter. The ivus catheter and all the broken parts were removed from the patient's body. The procedure was completed with a different device. There were no patient complications nor injuries were reported.